Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to leakage in the cylinder.

Manufacturer narrative:
A titan otr pump, cylinders 1 and 2, and inlet tubing/connector segment were received for evaluation. Microscopic evaluation revealed partial separations within abrasion in the pump inlet tubing. Microscopic evaluation revealed surface abrasion on the pump inlet tubing and strain relief, and longer pump exhaust tubing and strain relief, indicating repetitive contact between surfaces. No functional abnormalities were noted with the pump. Evaluation revealed a separation in the cylinder 2 exhaust tubing at the tubing/strain relief junction. Testing revealed this to be a site of leakage. Microscopic evaluation revealed this to be a site of confined abrasion, indicating that the tubing may have been kinked and abrading against itself over a period of time. Microscopic evaluation revealed surface abrasion on the cylinder 1 exhaust strain relief. No functional abnormalities were noted with cylinder 1. Microscopic evaluation revealed surface abrasion on the inlet tubing/connector segment. No functional abnormalities were noted with the inlet tubing/connector segment. Based on examination of the returned product, it was concluded that the abrasion marks noted on the longer pump exhaust tubing and pump inlet tubing indicated they may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed to the cylinder 2 exhaust tubing kinking onto itself and abrading, resulting in sufficient stress(s) to cause a separation of the cylinder 2 exhaust tubing at the cylinder 2 tubing/strain relief. A separation of this type may then allow the loss of fluid, rendering the device inoperable. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.